Manufacturer narrative:
The device was evaluated. Evaluation confirmed the reported issue. A definitive root cause could not be identified. Reasonably known information suggests probable causes such as stress, degradation external factors. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the bronchofiberscope to the service center for a separate issue. During the device analysis, the service repair team indicated that the coating on the device insertion section tube was peeling off and the adhesive was detached. It was determined that the insertion tube needed to be replaced. There was no patient involvement in this reported event.